Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 12 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. The patient remains on lvad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline exit site infection. The patient experienced severe abdominal pain and large amounts of drainage and green pus at the driveline exit site. Cultures of the exit site were positive for staphylococcus aureus. The patient¿s c-reactive protein level was 18 mg/l. The patient was treated with unspecified antibiotics. Vacuum assisted closure dressings were placed. The patient was discharged on oral antibiotics. The infection reportedly resolved by (B)(6) 2017. No additional information was provided.